Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead were intermittently greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care provider. No adverse patient effects were reported. The pacemaker and rv lead remain in service.